Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was slight delay, and it completed by system reboot. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system shut down during a procedure. After reviewing the log file rse found malfunction on the fdc board. To resolve the issue field service engineer (fse) replaced the fdc board. After replacement of fdc board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down during a procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.